Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false asystole, which was thought to have been caused by intermittent undersensing of r-waves; the r-wave during the false pause episode was relatively low. The icm remains in use. No patient complications have been reported as a result of this event.